Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified and a different issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a cartridge alarm 30 occurred during the basal delivery or load process with multiple cartridges. Blood glucose was not impacted. Reportedly, the customer reverted to an alternate method of insulin delivery.

Manufacturer narrative:
Corrected: label for single use.

Event description:
It was reported that a cartridge alarm 30 occurred. There was no reported impact to the customer's blood glucose level. Reportedly, the customer reverted to an alternate method of insulin delivery.